Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3651 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3651 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. A67212) for female sterilisation. The patient had a medical history of parity 4, multi gravida, uterine leiomyoma, allergic rhinitis and obesity. Previously administered products included: zyrtec [cetirizine hydrochloride], zoloft, xanax, zocor, flonase [mometasone furoate], desyrel and norvasc. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: number of trailing coils: right: 2, left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.09 kg/sqm. [Pathology test] (date unknown): surgical pathology report. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy (essure coils): cystoscopy. Pre-op/ post-op: menorrhagia with regular cycle, painful menstruation. Final diagnosis:uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cerviz: benigh with cervicitis. Endometrium: secretory pattern endometrium with breakdown. Myometrium: benign with leiomyomata and adenomyosis. Bilateral fallopian tubes: benign with essure coils. Gross description: essure coils are noted bilaterally in the proximal fallopian tubes. The tubes are essentially symmetric and each measures cm in length up to 0.8 om in diameter. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .medical history & lab data added including pathology test .lot number added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.